Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. 423871 ultra drive disk drill, 186730. 423838 ultra drive tip extender, 688070. 423836 ultra drive tip extender, 434510. 423872 ultra drive disk drill, 112350. 423874 ultra drive disk drill, 716550. 423836 ultra drive tip extender, 123460.

Event description:
It was reported that during a hip arthroplasty the instrument broke. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.